Event description:
It was reported that an ilet device developed black lines on the display and the touchscreen became unresponsive; the user denied dropping the device and reported no visible cracks or liquid exposure, and a restart via the ilet mobile app did not resolve the issue. Symptoms included no reported clinical effects. Outcomes included no reported impact on health and no alarms. Investigation included agent-led troubleshooting to reboot the device via the mobile application and verification of shipment arrangements for a replacement device. Investigation of this case revealed a nonfunctioning display and unresponsive touchscreen consistent with a hardware screen malfunction, with no evidence of external damage or liquid intrusion. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware malfunction of the screen.